Manufacturer narrative:
The report was created in error. The final report for this case has been submitted, therefore, no additional information will be forthcoming.

Manufacturer narrative:
As reported, four 5f tempo catheters were noted to be broken before and during use. The first occurred on the table ¿at the level of the bend¿. The second occurred in the patient, however the broken piece remained supportive and could be easily extracted. The third and fourth catheters were broken in their primary packaging. There was no reported patient injury and the procedure was completed with other non-cordis catheters. Multiple attempts to obtain additional information were unsuccessful. The devices were not returned for analysis. A product history record (phr) review of lot 17448353 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The phr review does not suggest that the events reported by the customer could be related to the manufacturing process. The events reported as ¿catheter (body/shaft) damaged - during prep¿, ¿catheter (body/shaft) separated - in-patient¿, and ¿catheter (body/shaft) damaged - prior to use¿ could not be confirmed as the devices were not returned for analysis and procedural films were not received. Storage and handling factors may have contributed to the events. Per the precautions in the instructions for use (IFU), which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Exposure to temperatures above 54c (130f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle.¿ the phr review does not suggest that the events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17448353 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there were four broken 5f tempo catheters before and during use. The first occurred on the table at the level of the bend. The second occurred in the patient, however the broken piece remained supportive and could be easily extracted. The third and fourth catheters were broken in their primary packaging. Only the last two have been preserved and will be sent in for analysis. There was no reported patient injury and the procedure was completed with other non-cordis catheters.